Event description:
A customer reported via health authority that guillotine (probe) was not performing the cutting function adequately. The product was replaced. The other surgery details and patient impact details were unknown.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).